Manufacturer narrative:
D10 concomitant product: e7507, e7507 polyhesive ii rem ret el w/cord (lot#33190288x). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, after the procedure had been completed, the nurse took the pad off of the patient and there was redness in the area of the grounding pad that resembled a burn. The unit stopped working during the surgery, so it was swapped for a different unit and the procedure was completed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, after the procedure had been completed, the nurse took the pad off of the patient and there was redness in the thigh area of the grounding pad that resembled a burn. Photo observation showed 1st degree burn. The unit stopped working during the surgery, so it was swapped for a different unit and the procedure was completed.